Manufacturer narrative:
(B)(4). Based on the info provided, the burn is a skin to skin burn caused by a rf current loop formation between the inner thighs of the pt.

Event description:
A male pt was positioned supine with the head first in the mr scanner. A torso xl coil was used that was positioned around the pelvis. Immediately after the exam reddening of the skin with blisters were observed between the inner thighs.